Event description:
Eight months after index procedure, follow-up coronary angiography was conducted. Restenosis was observed in all the implanted cyphers. In addition, the most distal (2) cypher stents had fractured. 17 days later, the pt returns for treatment of the restenosis and stent fractures. Three new cyphers stents are placed from distal to proximal in overlapping fashion. Pre-dilation was not conducted. The stents (in order of placement) include a 2.5 x 18mm deployed at 18 atms, followed by (2) 3.0 x 28mm stents deployed at 22 atms. The residual stenosis was 0%.